Event description:
It was reported that the external pulse generator failed scheduled services. It was noted in the technical services call that there was no measurable output on the atrial side, but when the test leads were switched to the ventricle side, a measurable output was able to be measured when the output increased. The generator was returned for repair. It was indicated that there was no patient involvement.

Event description:
It was reported that the external pulse generator failed scheduled services. It was noted in the technical services call that there was no measurable output on the atrial side, but when the test leads were switched to the ventricle side, a measurable output was able to be measured when the output increased. The generator was returned for repair. It was indicated that there was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator failed scheduled services and that there was no measurable atrial output. The generator passed all incoming tests with no anomalies found and the cables returned along with the device passed continuity and visual inspection. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.